Event description:
Event determined to be reportable based in device analysis approved 2009: it was reported that during a biliary stenting procedure, deployment difficulties were encountered. The lesion was located in the common bile duct (cbd). The 7fr/7cm flexima biliary stent delivery system (sds) was advanced to the lesion and an attempt was made to remove the push catheter and guide wire, however, the deployment suture became tangled at the "tab of the stent" and the stent was unable to be deployed. The sds was removed and the procedure was completed with another of the same device. Device analysis revealed damaged guide and push catheters.

Manufacturer narrative:
Visual examination of the returned device noted that the suture and stent were not returned. The push catheter was found to be buckled at the distal end of the hub. The working length of the push catheter was also found to be bent in multiple places. The suture hole at the distal end of the push catheter was found to be torn slightly in the distal direction. The guide catheter was found to be visible both proximally and distally from the push catheter. The proximal end of the guide sticking out from the proximal end of the push catheter was found to be stretched and kinked. The distal end of the guide sticking out from the distal end of the push catheter was found to be kinked and has a suture impression. The suture impression was found at 4cm from the distal end of the guide catheter. A functional evaluation found that the guide catheter could not be retracted due to the damage to the guide and push catheter. The manufacturing records were reviewed and confirm that the device met specification. The most probable root cause can be attributed to operational context. From the evaluation, it was found that the push catheter was kinked near the hub, which most likely caused the guide catheter to stretch and be difficult to retract for releasing of the stent.